Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead failed a lead position check. It was confirmed the ra lead had dislodged. It was further reported the ra lead was undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.